Event description:
Device broke or disassembled during use. The customer reported via the tm that the cutting guide broke during surgery.

Manufacturer narrative:
As part of the quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 117 events associated with this event type (device broke or disassembled during use) and product code lxh.